Event description:
It was reported that during implant, the atrial lead exhibited unacceptable thresholds and a sensing anomaly. The lead was not used and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.